Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient started experienced ineffective therapy and stabbing sensation at the thoracic area and at lead incision site following a fall. X-rays confirmed that the leads have migrated. One of the leads has moved down to the ipg site. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.